Event description:
Customer reported that at an unspecified time following an initial hernia repair the pt was returned to surgery for explant of the mesh. No further info was provided.

Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.